Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) two codes appeared. One of the codes indicated the current sensing template was lost. A new template was done and it was noted everything looked okay. The episode of the shock was not stored on the s-ICD. The patient was hospitalized and left on a monitor. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the power supply code indicates the device reset while delivering a shock. Ts discussed that emergent replacement should be scheduled, with the patient protected externally until replacement. It was questioned if the shock episode could be seen. Ts noted that the s-ICD reset during the shock state, which is while the shock is being delivered. It is not clear whether the shock was fully delivered. As the reset happened during the shock, episode storage did not occur and is not available for review. Review of the patient's clinical symptoms determined that the shock was likely appropriate. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) two codes appeared. One of the codes indicated the current sensing template was lost. A new template was done and it was noted everything looked okay. The episode of the shock was not stored on the s-ICD. The patient was hospitalized and left on a monitor. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the power supply code indicates the device reset while delivering a shock. Ts discussed that emergent replacement should be scheduled, with the patient protected externally until replacement. It was questioned if the shock episode could be seen. Ts noted that the s-ICD reset during the shock state, which is while the shock is being delivered. It is not clear whether the shock was fully delivered. As the reset happened during the shock, episode storage did not occur and is not available for review. Review of the patient's clinical symptoms determined that the shock was likely appropriate. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No codes or resets were noted upon review of the device's memory. The case was opened, and high-power visual inspection of the hybrid assembly noted one high voltage capacitor connections was fractured at the solder joint. Based on this finding, it appears that the broken solder joint resulted in a lost template and power supply interruptions during hv capacitor charging. As such, it was concluded that the was due to the identified cracked solder joints on the high voltage capacitor.